Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during the cleaning process it was observed that the bearings of the short attachment device had come out. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the bearing stack was found to be missing. Therefore, the reported condition was confirmed. It was determined that insufficient loctite adhesive was applied to the thread of the bearing stack during manufacturing process the assignable root cause was determined to be due to manufacturing process. This issue has been escalated to CAPA. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.